Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the oxygen low flow test step during testing of a trilogy 100 device. The manufacturer's service technician evaluated and determined the grey removable foam was not correctly installed on the device. The manufacturer's service technician reinstalled the grey removable foam to address this issue. After the part was re-installed, the manufacturer's service technician placed the device in run-in, and it will be tested. The device passed all testing. Additional findings not related to the malfunction/issue the manufacturer's service technician found the rubber feet were missing and there was damage to the porting block. The manufacturer's service technician replaced the rubber feet and passive porting block to address these issues.